Event description:
New info was received from the treating neurologist's office regarding the pt's vocal cord paralysis and stridor. The vocal cord paralysis is further discussed in MFR report number 1644487-2010-00594. The pt was initially evaluated for dental extractions under anesthesia at the end of 2009. She had severe wheezing and shortness of breath and was referred to a pulmonologist to clear her for anesthesia. She was then referred to an otolaryngologist for inspiratory stridor. The pt was evaluated in the ent office on (B)(6)2010 and underwent a fiberoptic direct nasal pharyngolaryngoscopy, which showed true left vocal cord paralysis. A tentative tracheostomy was scheduled after that appointment. The neurologist's office was made aware of the pt's issues and was seen on (B)(6)2010. The pt was unable to walk for 10-feet without severe dyspnea on exertion. She had to stop to catch her breath, she had audible inspiratory stridor, and her color was dusky. She was unable to complete a full sentence without stopping to catch her breath. Immediately after the vns was turned off, her breathing improved. The stridor was done, she was able to ambulate long distances without stopping and she had no further shortness of breath. Her color improved and her oxygen saturation was 97% (did not have one done with vns on). A follow up with her ent on (B)(6)2010 showed continued improvement. There was no stridor, her voice was clear, she was speaking in full sentences without getting winded, and her breathing was comfortable. A stroboscopic exam was [completed] which "was consistent with bilateral vocal cord motion with some restriction abduction of the left vocal cord." There was no known history of vocal cord paralysis pre-vns insertion. The neurologist's office indicated that they feel that it is most likely that the cause of this problem. System diagnostics last noted by the physician's office were within normal limits.